Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that half of the unspecified bd whitacre¿ needle broke off into the patient during use. The broken piece was removed "without difficulty" by general surgery, and the patient had no neurological deficits. The following information was provided by the initial reporter: "25g whitacre needle through introducer needle unable to reach spinal space at l3/4. Switched to long 27g whitacre . Felt possible loss of resistance, stylet removed - no csf flow back. 27g needle advanced slightly (<1cm) until resistance. Attempted to re-insert stylet but stylet would only go in partially. Removed spinal needle without difficulty but only half of the needle in soft tissue. The patient did not have any neurological deficits. The partial needle was reported to be removed without difficulty by general surgery." "The md did a standard approach for spinal. The patient was able to keep her epidural for both the c-section and for the foreign body removal, so she did not have to have an additional anesthetic."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on 2020/06/11 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that half of the unspecified bd whitacre¿ needle broke off into the patient during use. The broken piece was removed "without difficulty" by general surgery, and the patient had no neurological deficits. The following information was provided by the initial reporter: "25g whitacre needle through introducer needle unable to reach spinal space at l3/4. Switched to long 27g whitacre . Felt possible loss of resistance, stylet removed - no csf flow back. 27g needle advanced slightly (<1cm) until resistance. Attempted to re-insert stylet but stylet would only go in partially. Removed spinal needle without difficulty but only half of the needle in soft tissue. The patient did not have any neurological deficits. The partial needle was reported to be removed without difficulty by general surgery." "The md did a standard approach for spinal. The patient was able to keep her epidural for both the c-section and for the foreign body removal, so she did not have to have an additional anesthetic."